Manufacturer narrative:
Approximate age of device ¿ the day of implant. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the slide lock mechanism failed either to engage or retract during implant when attached to the apical cuff. The pump was replaced. There was no reported adverse effect to the patient. No additional information was provided.

Manufacturer narrative:
Patient identifier: correction. The evaluation of the returned pump confirmed deformation of the slide lock mechanism that would have contributed to the reported inability to fully engage the slide lock. However, the evaluation could not conclusively determine a specific cause for the reported initial inability to retract the slide lock during implant. The pump was returned assembled with the pump cable intact. The modular cable, sealed outflow graft, and sealed outflow graft bend relief were not returned. The apical cuff was also not returned and the slide lock was not fully engaged upon receipt of the device. Examination of the returned slide lock mechanism revealed that the latch spring of the slide lock was bent inward towards the cuff lock cover. The slide lock mechanism appeared to slide freely upon manipulation and was able to be fully retracted; however, when attempting to engage the slide lock, the bent latch spring interfered with the cuff lock cover, preventing the slide lock from being fully engaged in the locked position. A specific cause for the deformation of the slide lock latch spring as well as an exact duration of time for which it was present could not be conclusively determined through this evaluation. Besides the deformed slide lock mechanism, the returned device otherwise appeared unremarkable with no evidence of depositions or defects on the blood-contacting surfaces. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.